Event description:
It was reported that the power cord was frayed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The manufacturers investigation is still ongoing; when additional information is received, a follow-up report will be submitted.